Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant procedure, the clinic attempted to pair the patient's mobile phone with the implantable cardiac monitor. The implantable cardiac monitor was unable to pair with the patient's phone. The phone kept showing the error message, "unable to connect." It was suspected that this was a cellular service issue in the hospital. However, the cause of the anomaly was not verified. The patient was discharged and was going to attempt to pair the device at home. No further information was received from the patient.